Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a damaged air detector. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a damaged air detector and was then replaced.

Event description:
The customer initially stated that an ambulatory infusion pump had a latch and lock which failed to work and after investigation it was found that the pump had a damaged air detector which can lead to interruption of therapy. The event occurred during testing. There was no patient involvement or harm.